Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported awakening by convulsing and obtained a glucose reading of 58 mg/dl from his freestyle flash meter. Customer also reported experiencing symptoms of sweating, convulsion and loss of consciousness and was given food to counteract his symptoms. Paramedics were called and obtained a reading of 33 mg/dl with their hcp meter. Customer was transported to gwinett med ctr where he was being diagnosed with severe hypoglycemia and treated with intravenous fluid and soda. There was no report of death or permanent impairment associated with this case.